Event description:
It was reported the patient had a loss of therapeutic effect and no stimulation sensation. It was stated the location of the patient¿s symptoms was in the perineum. The patient was admitted to a skilled nursing facility at the time of report. The patient stated it wasn¿t working and it was also noted that the patient had a lot of difficulty breathing while talking on the phone.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v214281, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).